Event description:
Additional information received indicates that further troubleshooting was performed. A manufacturer representative was able to able to remove the ipg from the MRI mode using the exit tool. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
It was reported that the patient was unable to exit from MRI mode due to the patient controller app being deleted. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.